Event description:
When the reporter rec'd an er1 message, he ran another blood test and got a reading. He did not seek medical advice/treatment, made no allegation of harm, and did not make any changes to his medications.